Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer`s blood glucose (bg) level of was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.